Event description:
Per the clinic, it was reported that the patient suffered a blow to the implant site, resulting in a loss of osseointegration and fixture loss. The patient will be reimplanted at a later date.